Event description:
The patient's spouse reported the patient's scs charging system becomes hot to the touch during use. The patient's spouse also reported the patient experiences discomfort when the event occurs as she keeps the system close to her body due to the length of the cord.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.